Event description:
It was reported that the trial patient experienced spontaneous bleeding at the lead implant site. Additional information received reported the patient had an infection at the lead site. The infection was not cultured, just treated. At an appointment with the physician on (B)(6) 2012, the infection and wound had healed well. The patient went on to receive a permanent implant.

Event description:
Additional information received noted that when the patient first got temporary device it became infected (due to dressings). The device (leads?) Had to be removed and it was 2 months before permanent implant could go in (6:30).

Manufacturer narrative:
Lead: model 3889-28, lot# v855093, implanted: (B)(6) 2011, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).